Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they were part of a study, but didn't qualify for the study, so they are adjusting their device settings back to the way they were before the study. The patient stated that they put their device to 4.4, but they didn't test them while they were laying down, so when they laid down ¿all that stuff went down to their legs.¿ they mentioned that they are currently on group a and cannot get group b to come up. The patient noted that they had access to group b prior to starting the study, and the manufacturing representatives (rep) were ¿supposed to hook it back up¿ but couldn't find the original settings. The patient stated that when group a is active, and they are up and walking around, they don¿t feel any tingling in their legs. However, they can feel it when they lay down, so they decrease the amplitude at night and increase it during the day again. The patient stated that they are having a lot of back pain right now, which is why they wanted to change to group b. They mentioned that the device was implanted to treat back and leg pain, but it is currently only helping their leg pain. The patient added that their back pain returned when they started the study and shut off group b. The patient communicated with their implantable neurostimulator (ins) and their programmer showed that group a was active. They noted that when they navigate to the group row and arrow to the right, they have no other available groups. The patient was redirected to contact their healthcare provider to request access to group b again. No further complications were reported or anticipated.